Manufacturer narrative:
Blood glucose was 468-486 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly. There were no occlusion alarms and customer did not observe any issues with the infusion set cannula when it was removed. Customer's blood glucose was 486 mg/dl and the customer reverted to using an alternate method of insulin therapy.